Manufacturer narrative:
The reported event was confirmed. The device had not met specifications. The product was used for treatment purposes. The product was influenced by the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with cut inlet tube portion and sample port connector. Visual inspection of the sample noted a slightly rough area on the tip of the catheter (white colored area above murphy eyes). This was out of specification as "no rough surfaces or discoloration is allowed on shaft." And "tips to be straight relative to shaft transition between the shaft and tip must be smooth, ridges lines or gouges not permitted, tip not to be incomplete or malformed". No cuts in the silicone of the shaft were observed. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100 ml distilled water). The balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10 ml of solution. No cuffing was noted. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100 ml of distilled water) with no leakage or other issues. The active length of the catheter balloon was measured (0.7210 inches) and found to be within specification (0.6-0.9 inches). The catheter was confirmed to be size 14 fr. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿surface irregularities as a result of manufacture or processing.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warnings: methods for use: do not pull on the catheter hard. [The bladder/urethra may be injured.] Do not inflate the balloon in the urethra. [The urethra may be injured.] Contraindications: method for use: do not reuse. Do not resterilize. Do not old the device with forceps, etc. Avoid contact with blades or sharp-edged instrument."

Event description:
It was reported that during the investigation for the complaint, a small rough area near the tip of the catheter was found to be out of specification.